Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was described as patient made an unspecified mistake. The patient was hospitalized for the event one day after the event onset and was treated with ceftazidime injection (250 mg each bag, ongoing, route and frequency not reported) and heparin injection (1000 u, ongoing, route and frequency not reported). At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient was discharged from the hospital 19 days after hospital admission. On an unreported date, antibiotic treatment was discontinued. Pd therapy was discontinued 19 days after the event onset. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis therapy three times a week. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.